Manufacturer narrative:
1/8/2018 - we have requested to the device be returned to the manufacturer for evaluation. To date, we have not received the device.

Event description:
On (B)(6) 2018 - the consumer claims to have received a burn while in use of the product. The product also burned the consumers couch and comforter.